Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller did not emit an audible alarm during the self-test could not be confirmed with the returned system controller (serial # (B)(6)). The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Activation of the self test function confirmed all the symbols illuminated, ¿self test¿ appears on the screen and both audio transducers was audible. Both audio transducers were measured and passed the minimum 85 db specification. The reported event could not be reproduced during the analysis. A root cause of the device not emitting an audible alarm during the self test could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed.. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the system controller did not emit an audible alarm during the self-test.

Event description:
It was reported that the patient reported an intermittent alarm was noted during the self-test. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6: medical device problem code corrected back.